Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Past elevated bg and occlusions were addressed by manual insulin injection, a supply change and resuming insulin on the pump. The current ¿high¿ bg had not been addressed at the time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.